Event description:
A peritoneal dialysis (pd) patient reported a cycler screen was blank during treatment. The patient pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made sound when pressed. The patient rebooted cycler and the ok and stop keys lit up but the screen remained blank. The technical support representative replaced cycler due to blank screen. The patient was connected during incident and there was no patient harm or adverse event, and no medical intervention was required. Additional information was requested but none was provided. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical. An exterior visual inspection of the returned cycler showed no sign of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code.upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.